Manufacturer narrative:
The vinyl cover showed signs of heavy usage from the screen print lettering coming off from wear. The outer edges of the vinyl had cracks from heavy usage and folding. The connection between the carbon heater wire and the copper electrical wire became loose due to excessive flexing, misuse or use beyond that recommended in the labeling. This condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements have been implemented.

Event description:
While using the heating pad, it started on fire and burned through the customer's pajamas and caused burns to her right shoulder.